Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation (B)(4). Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
Complainant reports "the patient from the home care needed to change the neck band regularly as to keep the skin tidy over the neck. The right hole on the fixation flange broke so he had to use the paper tape as to temporarily fix the trach tube.. Compared with "mallinckrodt" trach tube, which he used previously, he felt that the fixation flange of "uno" trach tube was much thinner and more fragile." It was remove by the normal way.